Event description:
(B)(4).

Manufacturer narrative:
This is an answer to user facility report (B)(4). Two flow measurement cables were available for MFR analysis. These two cables were already replaced in line with the regular maintenance (B)(6) 2011 and were not involved in the reported event which took place later at (B)(6) 2011. The flow sensor cables in use on customer site are not conspicuous in any way. The device log book was analyzed. No error code was found in the logs which points to a device failure. The failure message "flow measurement inop." Was found several times on the date of the reported event (B)(6) 2011. In the logs this entry was followed by "flow sensor?" Which means that the flow sensor was not fitted correctly or was missing completely. It was concluded that the root cause of the reported event is not due to a faulty flow measurement cable, but to a missing sensor which was displaced or was removed from the system. In the instruction for use of the evita xl chapter. "Preparation for use" it is described how to fit the flow sensor correctly. It can be concluded that the device has reacted on a deviation as specified by posting "flow measurement inop" alarms to alert the user.